Manufacturer narrative:
Technician found that the brakes were not holding. Adjusted the brake/steer mechanism and brake casters to resolve this issue. Found bed in bed shop.

Event description:
Information received that the brakes on the bed were not holding. No injury reported.